Event description:
Procedure: nephrectomy.according to the reporter: this one was used as the port for the laparoscope. After insertion of another trocar, damage of balloon was confirmed and it was removed from the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).